Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms tubbing was installed incorrectly and caused fluid to get into pump. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional: led does not illuminate led. Minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Device history batch: null. Device history review: null.

Event description:
It was reported by the sales rep during an unspecified surgery on (B)(6) 2021 the fms vue pump-shaver box tubbing was installed incorrectly and caused fluid to get into the pump. During an in-house engineering evaluation it was determined that the light emitting diode did no illuminate and had minor scratches on the unit. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.